Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported that for the last 6 months and the implantable neurostimulator (ins) battery voltage has been "dropping off pretty quick." The patient explained that one day they checked the ins battery voltage and saw that it was at 2.75, then the next day it was at 2.74, then a couple of days later it was at 2.73. Yesterday, the patient noticed the elective replacement indicator (eri) on the patient programmer and saw that the ins battery voltage was 2.60. No symptoms reported.